Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump error was occurred after rewinding, but there was no any pump error in the history. This anomaly occurred everyday 3 times per day. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind and self tests. No rewind or unexpected error message anomalies were noted during testing. (B)(4).